Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had air bubble. The customer's blood glucose level was 5.7 mmol/l. The customer mentioned that the size of the air bubble was a large one. The customer noticed bubble during the therapy. The reservoir will not be returned for analysis.